Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Transfer coping screw broke off in implant while removing. Had to remove. Tooth #18. Replaced with a different implant. Symptoms as a result of the event: pain, inflammation. Other: longer appointment time.

Event description:
Follow up with customer reveals that it was the transfer coping that fractured.

Manufacturer narrative:
This report is being submitted to report corrected information to. Item number and lot number have been corrected. Item number should be tsvwh11 and lot number should be unknown. The following sections are being reported: d1. Brand name. D4: catalog number and lot number. H2: if follow-up, what type. H10: additional narratives/data.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The returned mount was fractured at the hex region and was seen damaged. No damaged to the screw inside the mount. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement / excessive torque. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.